Manufacturer narrative:
Complaint summary: helpline support team reported that user is unable to see data in reports before (B)(6) in carelink support application investigation/testing summary: an attempt was made to reproduce the issue by trying to generate the inpen reports in carelink support application and confirmed that the issue was not reproducible. After conducting a thorough investigation, we were able to generate the inpen reports in carelink system application for further than 2 weeks for 90 days and were able to view data in the generated reports. Attached the report for helpline support team reference. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause could be assumed that the user was assuming that all reports would be showing the data. However daily reports page 2 and 3 in the inpen reports are limited to the last 14 days just like they are limited to 14 days for the pump. Analysis summary: provided the above information to helpline support team on the behavior of the data display in reports. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported loss of communication between pump and mobile app. Troubleshooting was performed and it was reported customer received a "device not found" alert and issue has been escalated . No harm requiring medical intervention was reported. The customer will continue using the app and the device will not be returned for analysis.